Event description:
Ous MDR - it was intended to treat a severely calcified lesion (90 percent stenosis degree) in a medial rca. The balloon burst during first inflation.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause of this event. The technical investigation of the returned pantera leo revealed that the balloon was undamaged. During functional testing, a leakage became apparent at the guide wire exit port. The shaft was found kinked at the skive about 5 mm distal to the guide wire exit port, and microscopic inspection revealed a damage of the inflation lumen at this location. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections, each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. It seems likely that the inflation lumen was damaged as a result of significant bending.